Event description:
It was reported that a pump has a system error 322. It was also reported there was no associated pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested for 24 hours during evaluation with no occurrence of system error 322. Review of the history lot confirms the system error 322 reported symptom for a single event that cleared. The upper and lower auxiliary assemblies were replaced, as they are known contributors to system error 322.